Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported that during an intra ocular implantation (iol) procedure, debris on the knives fell into the anterior chamber of the eye during the incision and it was hard to remove. The surgery was completed successfully. There was no patient harm reported.

Event description:
Additional information received. Indicated that, the debris was removed from eye.

Manufacturer narrative:
Upon further review of the available information, this report of an debris on the knives fell in eye, removed from the eye, does not meet criteria for reporting, based on applicable medical device regulations. The manufacturer internal reference number is: (B)(4).